Event description:
While surgery room was being set-up, the listed light source which uses a "zenon lamp" exploded - sending glass out of the back of the unit and a sound described equal to a m-80 exploding. Unit is used for neuro-surgery. Unit has a lamp which is known to explode (as indicated by the MFR) early in its life or at its end. "This is why we only use for 500 hrs. The unit is not to exceed 750 hrs of use of its 1000 hr life span. The co "burns in" use of 250 hrs before we receive it. We did not exceed our use of 500 hrs." Rptr is concerned with a unit that would be used in the or environment which poses the threat of explosion.